Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's daughter that the patient had died and the "last person to see her alive was a grandson at 10 pm on the night before she died. I was later told that a friend of a grand daughter saw her sleeping two and a half hours before she was found deceased." The daughter has questions regarding the patient's time of death. Follow up revealed the death certificate noted cause of death to be copd, atrial fibrillation, and stroke. Manner of death was natural. No autopsy was performed.

Event description:
It was reported by the patient's daughter that the patient had died and the "last person to see her alive was a grandson at 10 pm on the night before she died. I was later told that a friend of a grand daughter saw her sleeping two and a half hours before she was found deceased." The daughter has questions regarding the patient's time of death. The cause of death has been requested and not received.